Event description:
A customer reported receiving higher than feels readings on her freestyle freedom lite blood glucose meter. On the evening of (B)(6) 2011 the customer obtained a reading of 358 mg/dl at bedtime, which the customer reported as being high for her. She self-administered an unspecified amount of "extra" insulin, and went to sleep. When she awoke on the morning of (B)(6) 2011, the customer reported her blood sugar had dropped to 20 mg/dl at 7:00 am, and she experienced symptoms of exhaustion and dizziness. Paramedics were called; the customer was treated with intravenous glucose and transported to a health care facility. She was diagnosed with severe hypoglycemia and treated with intravenous fluids and glucose. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported (358 mg/dl) was found in the meter's memory on (B)(6) 2011.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.